Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system was returned for evaluation. Even though it was reported that the device was not used on a patient, the device was found contaminated, the t-adapter was retracted, and the stent was completely deployed and not returned. No defect of the delivery system could be identified. Based on information available, the investigation is closed with inconclusive result. A definite root cause of the reported incident cannot be identified. Labeling review: relevant labeling was reviewed. The reported issue of a device being deficient prior to use was found to be addressed: "visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is open or damaged. Visually inspect the bard lifestar biliary stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." The potential issue of increased deployment forces was addressed as well: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Regarding accessories to be used and preparation of the lesion the instruction for use states: "the 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the transhepatic route, insert a 0.035¿(0.89 mm) guidewire under fluoroscopic guidance through the biliary stricture and into the duodenum" and "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician." Regarding indication for use the instruction for use supplied with this product states: "the bard® lifestar¿ biliary stent system is indicated for the treatment of biliary strictures resulting from malignant neoplasms." H10: d4 (expiration date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a stent placement procedure, the device allegedly found to be sticky. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a stent placement procedure, the device allegedly found to be sticky. There was no patient contact.